Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged battery was identified during visual inspection. Functional testing found that the battery was leaking. The cause of the condition was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.